Manufacturer narrative:
The device was returned and evaluated. The evaluation results were: device appears to have functioned as intended. Device availability.

Event description:
The patient was found on the floor, this morning, by her son, but did not mention whether or not the patient was unconsciousness. The patient's son called the paramedics to treat the patient. The paramedics recorded a hypoglycemic blood glucose level reading of 34; transported the patient to a hospital emergency room. The patient reports she was given an IV in the emergency room and then discharged to home to resume her pre-v-go bg mgmt.